Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h.6.

Event description:
Healthcare professional reported "deflated left saline breast implant". Device was explanted.

Event description:
Healthcare professional reported "deflated left saline breast implant". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.